Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# 617147. Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. The pump had a cracked right plunger case, missing rubber foot on bottom case. Error history log review found an invalid syringe size alarm. The root cause of the reported issue was found to be the plunger tube was bent, causing the syringe to lift up and move the barrel clamp during infusion. Actions were taken to mitigate the reported issue: replaced the plunger tube.

Event description:
It was reported that the pump an invalid syringe size during infusions. No patient injury was reported.